Event description:
It was reported that the patient underwent posterolateral fusion at l5-s1 using 8ccs rhbmp-2/acs due to spondylolisthesis and stenosis. The estimated blood loss was 600cc, the or time was 218 minutes, the length of the hospital stay was 120 hours. The patient returned to work 166 days post-op. 24 months post-operatively, the patient underwent decompression and bilateral l4-5 laminectomy with partial medial facetectomy, l5 foraminotomy, and l4-5 fusion with posterior instrumentation and rhbmp-2/acs. The patient was last seen 5 months post-operatively; no additional complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Mastergraft matrix. (B)(4). Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient underwent a posterolateral fusion using rhbmp-2/acs. An unknown time post-operatively one patient required a decompression procedure at the same level.